Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to an infection (non-device related). Reimplantation is planned but has not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.